Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after approximately 20 minutes of using the device, it was noticed that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage and no part of the device detached. The procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.